Manufacturer narrative:
(B)(4). Batch # r92t3t. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and the hand activation feature was non-functional, however, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a hand activation line failure was found. Changed to another one to complete surgery. There was no patient consequence reported.